Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and spinal stenosis. It was reported that the patient had pain at the spinal incision. The catheter connector in the spinal incision was from a previous catheter revision. Details of that revision were not known. The doctor then opened the spinal incision and created a pocket to the right and less superficial than the existing location. The catheter was then moved to the new pocket. The issue was considered resolved and the patient was doing fine at that time. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.